Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 2 instances of power - damage with moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture ingress, battery compartment cracks, and damaged battery caps. During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power with damage & moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-38 years of age and between 0 and 0 pounds. Of the reported patients, 1 were male, 5 were female, and 0 were unknown.